Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has several skipped measurements due to noise on the left ventricular (lv) lead, which is causing it to go into suspension. The device has also had frequent telemetry sessions which has increased the average power usage. The device remains in service. No adverse patient effects were reported. Additional information obtained, atrial tachy response (atr) was stored due to noise signals.